Manufacturer narrative:
(B)(4). Additional information received: the surgeons are very experienced surgeons performing about 250- 300 bx cases per year. They have used power echelon with gst technology for a while. The puzzling thing to them and me is the sporadic nature of the ¿weird¿ staple lines. Unknown if pushing staples? One firing across the bowel in prep of the limbs to be joined. Using a brand new gun, the black reload did the same thing [¿weird¿ staple lines] then followed by a green, gold, blue and blue that looked perfect. The surgical tech and first assist are very talented and in the bx cases regularly. The surg tech always swishes the stapler, inserts the reloads with the safety cap on. The doctors both use a full 15 second wait period and pulse the firing. The analysis found that one plee60a device was returned in good visual condition and with one gst60b cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra-operative photo received. Photo of the procedure provided was reviewed and a revised detail of the photo showed a couple of devices handling tissue, a staple line can be appreciated with a proper b-form shape, a blurry shadow of an apparently unformed staple can be seen on the device on the right side. Based on the photo alone, the event describing ¿malformed staples¿ is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic duodenal switch procedure, on the first firing using a blue load to resect the bowel in preparation for the anastomoses, the inner most row of staples did not form properly. The entire staple line looked abnormal but staple legs could be seen protruding from the staple line at the distal end of the staple line. A second stapler was opened. On the first firing of the sleeve formation using a black reload, the same malformation of staples occurred. The doctor determined it was on the specimen side so no additional staplers were opened. It is also noted that using the same stapler, a green reload was inserted and fired with a perfect staple line formation. Subsequent firings of gold, blue and blue were fired with perfect staple line formation. There were no adverse consequences for the patient.